Manufacturer narrative:
(B)(4). It is unknown if the device involved will be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a lab was being drawn on a patient and the IV needed to be stopped. When the nurse went to restart it, it was alarming. No one noticed what the alarm was for, an occlusion or air but the nurse turned it off so that she could return a short time later to resolve the issue. In the meantime another nurse went in to resolve the issue and found the tubing below the pump full of air. I have talked to multiple nurses and no one has any idea how air could have gotten into the line below the pump. According to the incident report the main bag had 950 mls in it and the cefazolin bag had 25 mls in it. The nurse did clamp the primary tubing above the pump when she turned it off but the secondary was unclamped and fluid in the bag. No patient injury.

Manufacturer narrative:
(B)(4). As reported by the user facility, it was confirmed that the batch number was unknown and the sample was not available for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.